Event description:
When the patient moved his head to the side, the sound changed. The surgeon decided to revise the implant. During the revision surgery it was found that the lead had grown into the muscle. Whilst trying to free the lead, it was cut through by the surgeon. A new device was implanted.